Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint. Corrected information in a2 - age units (patient), a6 - race, b2 - outcomes attributed to ae null, e4 - initial report sent to FDA, h6 codes.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a microclave¿ connector where it was stated in the report during central venous line maintenance, that the infusion connector was replaced for a patient. The nurse inspected the product before usage and found it intact. However, leakage was observed at the junction between the luer connector and the blue connector. Then the connector was immediately replaced with a new one. No harm was reported.